Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device was not displayed. The service department of olympus europa se & co. Kg (oekg) checked the subject device and found that the camera cable was damaged by external influence. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the damage of the camera cable due to the user handling. If additional information becomes available, this report will be supplemented.